Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that some sort of smoke and a burning smell was evacuating from the unit.

Manufacturer narrative:
Alleged failure: crossfire 2 unit that was pulled from service during surgery and was reported that some sort of smoke and a burning smell was evacuating from the unit. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that some sort of smoke and a burning smell was evacuating from the unit.